Event description:
Arrhythmia analysis software labeled pt ventricular tachycardia event as noise.

Manufacturer narrative:
Evaluation summary: the device is a centralized pt monitoring system with cardiac arrhythmia analysis software. The pupose of the arrhythmia analysis software is to analyze pt cardiac ECG waveform morphologies in real time, and indicate and alarm for various cardiac conditions including potentially life threatening arrhythmias such as ventricular tachycardia (vtach). The actual device was not returned by the user facility as it is an installed system. However, the pt wave form records from the event were returned for analysis. The waveform data are sufficient to confirm the customer's claim that the system failed to recognize an actual vtach event. This particular pt's vtach morphology had an incredibly high amplitude, meaning that the ECG voltage differences measured between the ECG leads were much higher than normal. The result is that the ECG waveforms railed out so that the tops and bottoms of the vtach waves were clipped off much like they would be if the pt coughed or otherwise made sudden movements. Pt movement that causes rail-to-rail ECG waveforms such as this is common in our use model and is labeled as noise. It is our conclusion that the system would have recognized the vtach event if the waveform amplitude had been closer to the normal range. Furthermore, the high amplitude of this event is rare, with no other known instances. Nonetheless, this specific morphology was referred to our arrhythmia analysis software developer for inclusion in the next update in the software.